Event description:
While removing ioban surgical drape from the patient's skin, the patient suffered a skin tear 5-6 inches long. The bottom of the tear was a partial de-epithelization of the skin. This drape is part of a sterile peds neuro pack put together by cardinal health. The information on the pack is unavailable. The ioban drape is processed and sterilized by 3m where it is placed in a foil wrapper. It is then placed in the unsterile pack by cardinal and put through eo sterilization.